Event description:
This rv lead was implanted on (B)(6) 2007 and was capped and replaced on (B)(6) 2013 due to physical damage lead of shocking electrode and insulation leading to oversensing and inappropriate shock. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).